Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open sore in the middle of the back. The nurse stated the patient is thin which could be contributing to the sore. There was no alleged device malfunction contributing to the wound. The patient¿s nurse is using honey gel and calcium alginate to treat the wound. Follow up indicated that the wound improved.